Event description:
While assembling a new set warehouse tech noticed that package labeled with part # 5901-s-4818, lot mac7c14 contained part # 5901-e-4818, lot mac7c14.

Manufacturer narrative:
Reported event: an event regarding incorrect package labelling involving a reunion humeral head trial was reported. The event was confirmed. Device evaluation and results: inspection of the returned devices noted the catalog marking on the device to be 5901-e-4818, which conflicts the catalog number marked on the returned packaging of "5901-s-4818". This confirms the reported event. Review of the product drawing for the catalog number 5901-e-4818 indicated the returned trial component was marked with the correct catalog number, which confirms the error is in the package label. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the root cause of the event was determined to be a manufacturing non-conformance. A typographical error on the supplier coc resulted in the subject lot being incorrectly processed at stryker.